Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was near elective replacement indicator(eri) at the 6 month follow-up appointment. The device has been explanted and returned for analysis. A competitive device was implanted without incident.